Event description:
It was reported that the device¿s sleep/wake button intermittently did not respond to touch approximately one to two times per day, although the touchscreen remained responsive and insulin delivery was unaffected. Symptoms included no adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included guided troubleshooting and user education during the call, with functional verification of the wake feature when prompted, including successful wake and vibration feedback. Investigation of this case revealed that the device operated as intended during assessment, and environmental or user factors such as cold hands could influence capacitive responsiveness of the wake button. It was concluded, based on previously established findings for similar reports, that the cause was user¿environment interaction with no device malfunction identified.